Event description:
Patient was revised to address recurrent dislocation, which the surgeon believed was caused by the orientation of the cup; however, the cup was not removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Provided information states the patient was revised due to recurrent dislocations; four in approximately two years. The surgeon believed the orientation of the cup was the cause of the dislocations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.